Manufacturer narrative:
Di: (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06353. It was reported that stent dislodgement occurred. In (B)(6) 2015, a 3.50x20mm promus premier was implanted in the proximal right coronary artery (rca). In (B)(6) 2015, the patient returned with a stenosis in the mid rca. A 6f non-bsc multipurpose guide catheter and a non-bsc guide wire was utilized for the procedure. Subsequently, the physician used several different balloons to pre-dilate the vessel. While trying to advanced a 3.50x38mm promus premier drug-eluting stent, a deformation of the previously implanted stent was then noticed but was unsure if it was due to the thinning of the guide or the advancement of 3.50x38mm promus premier stent. The 3.50x38mm promus premier stent got dislodged from the delivery system inside the guide catheter. The physician then advanced another 3.5x28mm promus premier drug-eluting stent which pushed the dislodged stent into the vessel and the stent was removed using a snare. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.